Manufacturer narrative:
Additional information: a3, d4 (lot), d4 (expiration date), d4 (UDI), g1 (second address). Corrected information: d9, g1, h3. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. The returned prometra ii pump underwent a series of investigative assessments to verify the reported issue including visual inspection and functional testing. During the investigation, the pump failed to flow according to specification with both the inlet and outlet valves requiring a pull open current that exceeded specification. Based on the results of the investigation, the reported issue of "overinfusion" was unable to be confirmed as the pump did not flow. The root cause of the alleged overinfusion cannot be determined. The issue identified during the investigation could not have caused the overinfusion issue alleged in the complaint. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that prometra ii 20 ml pump was explanted and replaced due to overinfusion volume discrepancy. The patient experienced a fall in (B)(6) 2019. Following the fall, the patient reported that they experience "dizzy spells" when using her ptc.